Event description:
It was reported while inserting the acetabular cup the inner gear of the cup inserter broke. All items were located and checked under fluro to make sure nothing was left in the joint space. No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. One mih mod cup inserter was returned and evaluated. Upon visual inspection the gear was returned separate from the device. The inserter showed impact marks on the strike plate and scuffing on the shaft. The gear had fractured at three places with not all of the pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.